Event description:
Health professional reported "deflation". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Health professional reported "deflation". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on feb 19, 2025 with lot number 1711011. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as fold flow opening. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, a6, d9, h3, h6.